Event description:
Booked knee revision, following a fracture of the lateral tibial plateau, resulting in knee instability. Tibial revision only undertaken as femur was well fixed.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review for this lot was satisfactory. There have been no other events for the lot referenced. The investigation concluded the patient was revised due to periprosthetic fracture. The exact cause of the event could not be determined further information is needed to determine the root cause. No further investigation for this event is possible at this time,

Event description:
Booked knee revision, following a fracture of the lateral tibial plateau, resulting in knee instability. Tibial revision only undertaken as femur was well fixed.